Event description:
It was reported that a smiths medical pump displayed an error 1871 while running (while testing/date unknown). No patient involvement.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing. The pump gave an 1871 error code after power on. This type of error was determined, likely caused by a motor issue.